Manufacturer narrative:
The product is not sold in the USA, but it is similar to a product which is sold in the USA. The complaint device has not been returned. We will complete our investigation once we receive the device. We received a photograph showing the heater wire pins. The pins did appear bent. We will confirm when the device is returned. Results: to-date our records indicate that no other complaints on this fault were received for the same lot number. This type of fault would have been detected during our manufacturing tests. We believe the pin most likely bent while the breathing circuit was being set up for use. Conclusions: the device failed just prior to use. The rate of occurrence for such complaints is less than 0.002% worldwide for the last year.

Event description:
Reporter reported that while they were setting up the breathing circuit, they found it hard to connect the heater wire adapter to the inspiratory limb of the rt200 breathing circuit as the pins were bent.